Event description:
Additional information was received indicating that the lens was implanted in the right eye.

Manufacturer narrative:
Additional information provided in b.5., h.3., h.6. And h.11. The product was not returned for analysis. The reported company product lot number was not provided. Lot specific reviews for similar complaints or non-conformances could not be conducted. However, before production release, each device history record is reviewed to ensure that the product met the required specifications and release criteria. The account indicated the use of a non-qualified lens model. The lens is outside the qualified diopter range for the company cartridge of 6.0 to 25.0. The handpiece information provided is qualified for use, with the use of qualified lens/cartridge combinations. No viscoelastic information was provided. The root cause is most likely related to a failure to follow the instructions for use (IFU). A non-qualified lens was used. The lens is outside the qualified diopter range for the company cartridge of 6.0 to 25.0. The company, 27.5 diopter lens is only qualified for use with the company cartridge. The correct cartridge is listed on the lens carton label and on the lens case label. The IFU instructs: the company delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company delivery system. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The product has not been received to evaluate. Not enough information was provided from the account for further investigation. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A facility representative reported during an intraocular lens (iol) implant procedure, scratch on lens. Additional information was requested.